Event description:
Information received indicates the head section will not lower.

Manufacturer narrative:
The technician replaced the left and right head section gas springs to repair the stretcher.